Manufacturer narrative:
The device was not intact as-received. The device endplates were noted to have been attached posteriorly; but the sheath and the core had been separated from the device. Based on the information provided, the device had not failed at the time of removal. However, although some in vivo damage was observed, the device did not appear to have failed mechanically at the time of removal.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information has been requested.

Event description:
It was reported that an m6-c was removed due to development of contralateral symptoms. It was also reported that the device did not malfunction.

Manufacturer narrative:
A1: (B)(6), b4: 04-aug-2021, g3: 04-aug-2021, g6: follow-up #1, h2: additional information. H6: medical device problem code: 2682 - patient - device incompatibility. Type of investigation: 3331 - analysis of production records. H10: the device was not returned, thus device examination could not be performed. No microbiology or pathology results were provided. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. The clinical reason for the revision was not stated. Limited information was provided; notably, no pre-operative, and post-operative, interim, or flexion/extension radiographs were provided. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique.